Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crease sharp opening on anterior assessed as fold flaw opening. Additional observations: ¿ crease fold observed. ¿ yellow particles inside of the device. ¿ wear abrasion observed.

Event description:
Healthcare professional reported a "right side deflation." Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "right side deflation." Device remains implanted.